Manufacturer narrative:
Device passed displacement test; it failed self test. No missing segments/partial displays, white displays, flashing displays, gray/faded displays, or unexpected display anomalies were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. After further review, there is corrosion and rust inside the battery compartment and on the battery board located underneath the battery compartment. Plus there are traces of mold on the wiring going into the battery connectors. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had flashing display. Customer stated that insulin pump screen flashing when screen was turned on after being sleep mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.